Event description:
The customer reported a false positive reaction while testing on tango. The result was 3+ positive in cell 1 for biotestcell 3. Immediately before the false positive sample was run, a strong anti-d sample in that antibody screening test was run. When retesting the sample with the strong anti-d sample in front of it, a carry-over apparently re-appeared. The titer of the anti-d sample was over 1:4000. A preventive maintenance conducted two weeks prior to the incident gave no indication for an instrument malfunction. The tango optimo in question performed according to it's specifications. The customer had not returned the sample of anti-human globulin anti-igg solidscreen ii that had caused the allegedly false positive test result. Therefore, the correct function of ahg anti-igg solidscreen ii was proved by testing, the retained sample of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities, which might have affected negatively the quality of the complained lot. The customer has now announced that he is going to send us the anti-d sample that presumably is responsible for carry-over for testing. We have not received this sample yet. As soon as it will arrive in (B)(4), testing will start and we will send in our final report on this incident once this testing is accomplished.

Event description:
The customer reported a false positive reaction while testing on tango. The result was 3+ positive in cell 1 for biotestcell 3. Immediately before the false positive sample was run, a strong anti-d sample in that antibody screening test was run. When retesting the sample with the strong anti-d sample in front of it, a carry-over apparently re-appeared. The titer of the anti-d sample was over 1:4000. A preventive maintenance conducted two weeks prior to the incident gave no indication for an instrument malfunction. The tango optimo in question performed according to it's specifications. The customer had not returned the sample of anti-human globulin anti-igg solidscreen ii that had caused the allegedly false positive test result. Therefore the correct function of ahg anti-igg solidscreen ii was proved by testing the retained sample of our quality control laboratory on tango. All positive and negative reactions were correct. We did not observe any false positive reactions. A review of the batch record documentation showed no irregularities which might have affected negatively the quality of the complained lot. The customer's sample that is suspected to have caused carry over was sent in for testing. Retesting of an antibody containing sample confirms a carryover as observed at the customer site. (Reaction strength in strip corresponding to adjacent sample lower than observed at customer). The complaint sample shows a carryover into the first well of the strip corresponding to the first following donor sample but also from its reaction with p2 into the following reaction chamber of the same strip (p3 cell that is supposed to react negative with an anti-d positive sample) indicating the occurrence of carryover at the left pipetting needle as well as during adding of coombs reagent. The carryover event at the customer site can be confirmed.

Manufacturer narrative:
This is our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident